Event description:
Pt positioned on o.r. Table. Monitors applied. IV sedation given, 02 per nasal cannula. Pt needed assistance with 02 per mask for approx. Five (5) minutes. Switched to nasal cannula after being draped. 02 per mask turned off. Incision made. Surgeon began to use bovie cautey, level fifty (50). Sparks noticed. Bovie turned down thirty (30). More sparks, then surgeon noticed an arch going under drapes. A 1/4" burning area (next to pt's face) on the drapes was immediately noticed and drapes removed. Face appeared red in areas, eyelashes on right were burned. Mda called to room. Bss solvent to right eye. Betadine wash to face. Plastic surgeon in room to examined pt. Burned area 1" area on nasal cannula. The unipolar unit was passed off from the sterile field to the circulating nurse. The cord was inserted into the bovie unit. Cautery cauterizing the blood vessels. There was a popping noise, the surgeon stated the cautery was too hot. He then said there was an arch. The nurse turned the power level down from 50 to 30. The surgeon continued. The pt started moaning and crying out, her left arm was reaching for her face. The drapes were removed showing that the nasal 02 tubing was burned. The pt's face appeared to have been burned. Determined to be user error.